Manufacturer narrative:
Updated the following sections based on additional information received from the customer on 8/31/21: b3 / b4 / b5 / b6: describe event or problem. H6: evaluation codes health effect - clinical code. H6: health effect ¿ impact code . H6: type of investigation.

Event description:
Additional information was received on 8/31/21 PICC#2: inserted on (B)(6) 2021 at 5 pm. First attempt on that extremity, no difficulty in inserting the line. Appeared to be in svc on xray. Line infiltrated at midnight within 7 hours. Repeat xray showed the PICC to be in similar position, moderate pleural effusion. Infant with respiratory compromise and neck edema. Had to be intubated. Line removed.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
We have had some issues with insertion the device has infiltrated after a short time. Additional information received on 8/27/21 as a result the patient experienced a pleural effusion. The patient is stable.